Event description:
Reportedly, during testing, an oxygen sensor error occurred. Malfunction did not occur during pt use. The oxygen sensor was replaced, which resolved the reported issue.

Manufacturer narrative:
(B)(4).